Manufacturer narrative:
The exact cause of the event could not be determined because further information such as pre-operative x-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available, this investigation will be re-opened. Revision procedure was completed with no reported complications on 06dec2017. Device not returned.

Event description:
It has been reported that the surgeon will revise the femoral part of a fixed hinge mets distal femur due to loosening.